Event description:
In 2009, a female was admitted to l & d in labor about 6:00 a.m. She was term at 39 weeks gestation. Spontaneous rupture of membranes occurred at about 6:45 a.m. Augmentation of labor was done with the use of pitocin IV. At 3:30 p.m., the pt was almost completely dilated, and the nurse started pushing with the pt per attending physician's phone order. The nurse contacted the physician and reported the baby's heart rate was in the 170's and the physician came to l&d and started pushing with the pt. The pt complained of exhaustion and the physician attempted unsuccessfully three times for 7 seconds each to use the vacuum extraction. The physician then decided to push with the pt until the head rotated (physician documented oa), after which it is documented that the vacuum was used again, used twice more, and it is documented that after two pulls and two pop-offs, the head started crowning. Shoulder dystocia was recognized and called and appropriate maneuvers (mcroberts and suprapubic pressure) were performed. The mother had a midline episiotomy and a fourth degree tear with repair. At 5:15 p.m., a baby boy was delivered and required resuscitation. Baby was transported to the nicu. The admission nurse documented the baby was pale, the head had severe molding, caput, and a huge cephalohematoma. The baby had respiratory distress and nasal CPAP was used. The neonatologist wrote orders for IV fluids and dopamine. At 7:40 p.m. On the same day, the baby's hemoglobin and hematocrit were 14.9 and 44.8 respectively, and by 4:20 a.m. The following day, the hemoglobin and hematocrit had fallen to 9.4 and 26.6 respectively. At 8:32 a.m., the neonatologist arrived in the nicu and intubated the baby and noted the increased head circumference. The neonatologist documented that he suspected a subgaleal hemorrhage or some other hemorrhage that might require surgical intervention. At 9:05 a.m., the baby was transferred via ambulance by their transport team to another hospital nicu for higher level of care. The hospital was informed that the baby died one week later.